Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular event and subsequently expired on (B)(6) 2011 after the use of the product.

Manufacturer narrative:
This is one event (death) for the same patient involving three separate products; associated MDR #'s 2937457-2014-00373, 1225714-2014-00833, and 00834.